Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the bag from an unspecified location. This occurred when the shipping was unpacked prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 8-10, 2024. H11: the device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted white specks of drug residue located at the blue winged luer cap which suggested a leak may have occurred at this area of the device. Further inspection revealed the blue winged luer cap was slightly untightened which confirmed a leak did occur because the winged luer cap was not securely tightened. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed after ensuring the blue winged luer cap was securely connected to the device, and no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.